Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that vessel dissection occured. In (B)(6) 2014, the patient presented with stable angina. Subsequently, the index procedure was performed. The 75% stenosed, 12mm x 2.25mm, new, concentric, type b2, no diffuse lesion with more than 2cm in length, with <= 45 degree angulation and timi 3 flow target lesion was located in the non calcified and moderately tortuous proximal circumflex artery. After pre dilatation, the lesion was treated by deployment of a 2.25 x 12mm promus premier¿ stent at 12 atmospheres. However, vessel dissection was noted in the distal edge of 2. 25 x 12 mm promus premier¿stent. The physician then treated the dissection with another 2.25 x 12 mm promus premier¿ stent at 12 atmospheres. Visual residual stenosis was 0% with timi 3 flow. Post procedure, the event was considered resolved.